Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and it was unable to prime during prime test due to protruded and or loose drive support disk. No motor error alarm noted during testing. Motor was tested outside the device and passed. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, and missing end cap sticker.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error and an error alarm during the manual prime. Customer does not use the sensor feature. Customer's blood glucose reading at the time of the call was 7.2 mmol/l. No further information reported.